Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.